Event description:
Diamondback device used in rt common femoral artery. Vessel dissection noted in rt. Superficial femoral artery post usage. When device was removed from body with wire, a large amount of tissue was wrapped around the diamondback wire.